Event description:
Customer reported hospitalization due to low blood glucose. Customer had a heart attack and low blood glucose. The blood glucose reading at the time of the event was 29 mg/dl. The paramedics were called and transported customer to hospital. Paramedics treated customer with IV glucose. Customer stated that he was experiencing low blood glucose for 7 to 10 days. The current blood glucose reading is 191 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.